Event description:
Mechanism does not detect properly. No patient harm occurred another 31mm farawave was opened and used to complete case. Vendor notified. Manufacturer response for pulse field ablation catheter, farapulse farawave (per site reporter).